Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the patient's left femur was revised due to the lag screw cutting through the patient bone. Surgeon reported that the patient having very soft bone was the contributing factor. The patient's short gamma nail, lag screw, set screw, and distal screw were revised to a restoration modular stem construct with a bipolar component (hemi hip).